Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) was stolen and the patient needed medicine from their pump since they couldn't bolus due to this issue. They asked if the patient could get an emergency bolus or else they were going to have withdrawals if they don't get a bolus within an hour. They also claimed the pump was empty. They mentioned they changed their medication to what the healthcare provider (hcp) wanted, but they were still dropped by the hcp, so the patient no longer had a hcp and were looking for a new one. They were redirected to sunmed and a hcp.

Manufacturer narrative:
After review, it has been determined that this event is no longer a reportable event. MDR decision corrected to not reportable. This correction report is being sent to indicate this change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient's personal therapy manager (ptm) was stolen and the patient needed medicine from their pump since they couldn't bolus due to this issue. They asked if the patient could get an emergency bolus or else they were going to have withdrawals if they don't get a bolus within an hour. They also claimed the pump was empty. They mentioned they changed their medication to what the healthcare provider (hcp) wanted, but they were still dropped by the hcp, so the patient no longer had a hcp and were looking for a new one. They were redirected to sunmed and a hcp.